Manufacturer narrative:
Section d1, brand name: corrected. Section d4, catalog number: corrected. Section d4, primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the customer found it difficult to take readings. It was confirmed during readings that the patient was wearing the system controller and driveline of the left ventricular assist device (lvad) on the right side. It was confirmed that the patient electronic system (pes) repeated good position and shifted for an extended time. The patient was advised that the lvad external equipment should be placed to the side at a comfortable distance but not fully removed during readings. The pes was plugged into wall outlet and powered on. The pes started reading without the patient then the reading was cancelled. The patient repositioned the battery and system controller to the right-side multiple times to get optimal signal, which improved the pes reading. The pes reading was successful, and transmission was received. The transmission problem was determined to be electromagnetic interference from the external lvad equipment. The minimum signal was lowered to 60. The patient's external lvad equipment was moved to the right center chest and down away from the patient. No replacement was required.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported difficulty taking readings due to electromagnetic interference could not be confirmed through this evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(4). No further related events have been reported at this time. Abbott continues to investigate the potential for interference between the heartmate 3 lvas and cardiomems devices. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. C is currently available. Section 6, "patient care and management", warns the user that if a patient receives a heartmate 3 pump and has a previously implanted device that is found to be susceptible to electromagnetic interference, programming could be affected. Sections 4, "system monitor", and section c, "safety testing and classification", state that use of equipment and supplies, other than those specified in this manual or sold by abbott for replacement parts, may affect the electromagnetic compatibility of the left ventricular assist system with other devices, resulting in potential interference between the left ventricular assist system and other devices. Section c, "safety testing and classification", states that the heartmate 3 left ventricular assist system can generate, use, and radiate radio frequency energy and, if not installed and used in accordance with the instructions, may cause harmful interference to other devices in the vicinity. However, there is no guarantee that interference will not occur in a particular installation. If this equipment does cause harmful interference to other devices, the user is encouraged to try to correct the interference by reorienting or relocating the equipment, increasing the separation between the equipment, or consulting abbott for assistance. No further information was provided. The manufacturer is closing the file on this event.